Event description:
Boston scientific received information that this device was electively replaced and returned with no additional information. There were no known allegations against the device, and no reports of adverse patient effects. Preliminary analysis determined that the device did not pass the stored electrograms portion of the returned product test.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt, initial interrogation was unsuccessful. Normal interrogation was observed after confirming initial telemetry problems. A review of the device memory noted multiple resets had occurred. The device passed all manual electrical measurements and paced and sensed normally during testing. X-ray analysis confirmed no irregularities. Upon further testing the out of range telemetry noise pop up window would flash on the programmer. Manipulating the pacemaker casing would cause the device to go through resets and pacing would stop. The pacemaker was subjected to thorough testing, at which time the pacemaker case was opened and again, several resets had occurred. The cause of the missing daily measurements was due to an intermittent open in one of the circuits which would cause the device to issue a system reset which then cleared the daily measurement log.